Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. The lens was removed and replaced at a later date for a shorter length lens. The problem was resolved. Cause of the event was reported as unknown.

Manufacturer narrative:
Claim# (B)(4)

Manufacturer narrative:
B5: upon further review, it has been determined that the event is not MDR reportable. There has been no report of serious injury or malfunction. Initial MDR is not applicable. Claim #: (B)(4).

Manufacturer narrative:
Corrected data: h4 - device manufacture date: 26-feb-2024. Claim #: (B)(4).